Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. H10: manufacturing review: the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned in used condition with fully activated deployment mechanism, and with deployed covered stent so that a deployment failure cannot be confirmed. The kink protection was loose and two kinks were found but the relation of these issues to the alleged deployment failure was not known. The alleged issue cannot be re produced which leads to inconclusive evaluation for deployment failure. Based on the information available a definitive root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (segment between left and right hand on illustration) relaxed and avoid tension', and 'during covered stent release do not hold the 30 cm long distal catheter assembly segment as it must be free to move and slide into the white stability sheath.' In regards to pta the instructions for use state: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated.' H10: (expiry date: 01/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to deploy. It was further reported that the stent was fully wheeled and not visible under fluoroscopy. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to deploy. It was further reported that the stent was fully wheeled and not visible under fluoroscopy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2022).